Event description:
It was reported that during an unknown procedure, the clips dropped off into the patient's body. The dropped clips were retrieved completely. There were no adverse consequences to the patient.